Event description:
Litigation alleges that patient has experienced pain, weakness, and the implant generated excessive metal debris. (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised to address pain. (B)(6) 2012 - revision operative report was received. Brown fluid and corrosive material was noted after the femoral head was removed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.